Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro stent system. Survey results received for an interventional cardiologist with 14 years¿ experience who was been using both the paramount mini stent and the visi pro system since 2018. The respondent used the visi pro balloon expandable stent system to treat 15 occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta) in the past 12 months. 20 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the common iliac arteries in the past 12 months. 10 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the external iliac arteries in the past 12 months. 10 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the subclavian arteries in the past 12 months. 10 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries in the past 12 months. For pa lliative treatment of malignant neoplasms in the biliary tree, the physician has performed no procedures using the paramount mini stent system within the last 12 months. The respondent reports a complication of intraluminal thrombus in association with peripheral interventions during use of the visi pro stent system. The intraluminal thrombus event is reported to be device related and probably related to the non-perfect expansion of the stent and non-endothelization. This event was considered to be very concerning.